Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update ad 21 apr 2022: pfs, ppf, and medical record received. This was reviewed by clinician and have the finding that on (B)(6) 2017, head/liner/cup right hip (poly on ceramic) the patient had a revision right total hip arthroplasty to address failed right total hip arthroplasty. The indications for surgery included, sudden onset of pain. Radiographs showed evidence of displacement of the acetabular component with evidence of an acetabular fracture. During the procedure, the surgeon observed, the cup and two screws were removed, the cup was noted to be grossly loose. Zimmer products were used along with depuy femoral head. ((B)(6) 2017 sticker page 11 of 11) CT scan dated (B)(6) 2017 findings stated that there is superior, lateral and posterior displacement plus abnormal vertical angulation of the acetabular cup in relation to the native acetabulum in keeping with cup dislocation , pseudoarthrosis,hemarthrosis, hematoma, edema, and fluid. Added bipolar head, cup and screws to this complaint. Updated product details of head and liner and added patient's initials, age, dob, gender, and medical history. Corrected doi. Doi: (B)(6) 2017 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Litigation record received. Litigation alleges that the patient was diagnosed with fibroadipose tissue and focal synovium with chronic inflammation, hemosiderosis and metallosis. Doi: (B)(6) 2017. Dor: (B)(6) 2017; right hip (second revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.